Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p08-77 that has a similar product distributed in the us, architect hbsag, list number 04p53, with 510k/PMA/bla number p110029.

Event description:
The customer observed false nonreactive alinity I hbsag for a 63-year-old male. The following result were provided (reference range <0.05 iu/ml): (B)(6), initial hbsag result= 0.02 iu/ml; repeat result= 0.01 iu/ml; roche method result= negative; hbv dna result= weakly positive (grayzone). Additional results were provided: anti-hbs= positive; anti-hbc= positive, all other hepatitis b markers were negative. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 72553fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 72553fz01was identified.

Event description:
The customer observed false nonreactive alinity I hbsag for a 63-year-old male. The following result were provided (reference range <0.05 iu/ml): sid (B)(6), initial hbsag result= 0.02 iu/ml; repeat result= 0.01 iu/ml; roche method result= negative; hbv dna result= weakly positive (grayzone) additional results were provided: anti-hbs= positive; anti-hbc= positive, all other hepatitis b markers were negative. There was no impact to patient management reported.